Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that during the procedure in the mid circumflex artery, pre-dilatation was performed and a 2.5x28 xience v stent was deployed. During deployment, the stent migrated. An attempt was made to snare the stent from the anatomy and one of the stent struts was damaged. The entire stent was successfully snared from the pt anatomy. The procedure was successfully completed using a second xience v sent. There was no adverse pt sequela. Though requested, additional info was not provided.